Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One g7 str insrtr threaded shaft was returned and evaluated. Upon visual inspection the center hex of the device on the threaded end has been stripped and the hex opposite has scratches around the lip. Device threads were checked per the criteria and found within conformance. There was no notable damage to the threads. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial procedure that threaded rod for g7 straight inserter cross threaded and appeared damaged. Cross threaded on g7 cup when inserting. Attempts have been made and no further information has been provided.